Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger/modem would not power on. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt the power brick was defective and did not have a dc output. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger power brick. The patient received a replacement battery charger/modem.